Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: after pullback to 3.5 measurement a minor "jump" occurred at 4.5cm. After anchor release and a click to red, significant bleeding was observed. After a cutdown was performed to repair the artery, the manta anchor was found 2cm outside the artery. Additional information on (B)(6) 2022: during a tavr procedure on the (B)(6) 2022 access was gained utilizing micro puncture and ultrasound, in the left common femoral artery (lcfa). The vessel size was 6.1mm, in a central location, with some calcification. The patients' blood pressure was 87/51mmhg and act was 312 prior to closure. Protamine was administered intravenously during the procedure. The measured manta depth was 3.5cm. The physician experienced a "slight jump" when withdrawing the procedural sheath and a significant bleed was reported after deployment. A surgical cutdown was performed to resolve and the device was explanted. The patient spent a week in hospital and was reported as stable on release.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the left common femoral artery. Ultrasound guidance and micropuncture were utilized to gain a central positioned access. Arteriotomy was 6.1mm, mild calcification in the vessel, with a depth measurement of 3.5cm. While pulling back to the measured depth of 3.5cm, the physician felt a quick slide occur at the 5.5-4.5cm measurement. Following anchor release, the physician clicked to red, and significant bleeding was observed. The physician choose surgical intervention to obtain hemostasis, repair the vessel, and explant the manta device. During the surgical intervention, the physician verified manta was positioned 2cm outside the artery, in the tissue tract. There are multiple factors that are possible causes possibly contributing to tract deployment; including possible plaque present potentially interrupting advancing and withdrawing of the sheaths, not deploying at a steep enough angle or too much tension applied. However, it is inconclusive for this event due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no angiograms or device submitted for investigational purposes. The risk of access site complications leading to surgical intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed; and tract deployment is a known risk. The severity of harm is ranked at a 4 based on local surgical repair at the vessel access site arteriotomy was used to achieve sealing the puncture. Additionally, the IFU indicates in step 5: deploy device and seal puncture: do not pull past green. Excessive force may cause vessel damage. Only light tension (yellow/green) is required. Maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure. Note that the tension gauge indicator will show a red zone when excessive force is applied. While maintaining light tension as indicated by the yellow/green to full green indicator, grasp the blue lock advancement tube. Precautions, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: after pullback to 3.5 measurement a minor "jump" occurred at 4.5cm. After anchor release and a click to red, significant bleeding was observed. After a cutdown was performed to repair the artery, the manta anchor was found 2cm outside the artery. Additional information on 12dec2022: during a tavr procedure on the (B)(6) 2022 access was gained utilizing micro puncture and ultrasound, in the left common femoral artery (lcfa). The vessel size was 6.1mm, in a central location, with some calcification. The patients' blood pressure was 87/51mmhg and act was 312 prior to closure. Protamine was administered intravenously during the procedure. The measured manta depth was 3.5cm. The physician experienced a "slight jump" when withdrawing the procedural sheath and a significant bleed was reported after deployment. A surgical cutdown was performed to resolve and the device was explanted. The patient spent a week in hospital and was reported as stable on release.